Event description:
During the incoming inspection by distribution center staff, the devices were damaged. It was confirmed by sr that both devices were not used in the operation. These devices may have been damaged when the ns tried to set the devices before the operations, because the sr was an explanation of how to use the device for the ns. But the sr did not know the definite cause.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an adm expandable coupler was reported. Visual inspection: some surface damages were observed on the returned parts. Material analysis report indicates that all damages observed were consistent with misuse of the part. Conclusions: the device was returned for analysis and a material analysis report confirmed that the damages observed on these parts were consistent with misuse of the devices. No material or manufacturing defects were observed on the surfaces examined. The event details confirm that there was no patient involvement and is therefore within the scope of preventive maintenance. The damage was noted prior to surgery.

Event description:
During the incoming inspection by distribution center staff, the devices were damaged. It was confirmed by sr that both devices were not used in the operation. These devices may have been damaged when the ns tried to set the devices before the operations, because the sr was an explanation of how to use the device for the ns. But the sr did not know the definite cause.